Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. It was reported that the insulin pump. It was reported that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. It was reported to have received a motor position encoder error alarm. It was reported that the no delivery alarm was resolved by infusion set and reservoir change. The customer¿s parent was advised to have customer monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.